Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is pain and seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported possible pain and fluid on the right side. Patient reported physician prescribed an unspecified treatment and deemed symptoms as "normal." The device remains implanted.

Event description:
Device has been explanted.